Event description:
During use of the device for a non-clinical activity, the user reported that the light guide cable adapter could not be removed to access serial number. The scope was originally returned for cloudy image. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.